Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure of the turret. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the evaluation of the device, it was observed that the turret was deformed, and a wheel was out of alignment, which resulted in error code e200. There was no patient involvement.